Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, radicular pain syndrome(radiculopathies), and migraine. The reason for call was pt reported they had issues with their restore advanced device and ps attempted to collect an event date multiple times but pt did not provide an event date. Pt stated their previous implant wasn't holding up and it was starting to come down. Pt stated they removed it just a couple months before it reached its end of service and the pt had no choice. Pt stated they waited an extra year to take it out. Pt noted their restore advanced devices were wonderful and they didn't have to take any pain medicine but now their current implant was 75% effective on their back pain and pt was taking pain medicine (ps understood this as pt's intellis device).

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the ins needed to be charged every 2-3 weeks. Patient expressed frustration. Patient reported their charge system failed on friday night and they did not have pain management for many days. Patient stated they need to charge their ins every night rather than 15 days.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial#: unknown, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.